Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope at home and presented in the emergency room with intermittent capture, during revision the physician noted micro-dislodgement, the lead was repositioned successfully. The patient was stable and will be monitored with routine follow up.